Event description:
It was reported that when the device was used during a mediaistinal excision procedure, it would not fire. It is unk how the case was completed. There was no consequence to pt. No other info is available.